Manufacturer narrative:
Battery charger 1 for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Battery charger 2 for the imaging system was returned to the manufacturer for evaluation. Testing found that the charger had 0 voltage coming from one output.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that charger boards were replaced to resolve the issue. A system checkout was performed after replacing charger boards and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), the charger boards of the imaging system were not functioning normally. There was no patient present at the time of the issue.